Manufacturer narrative:
Product event summary: the 12fcc sheath with lot number 0012705577 was returned and analyzed. Visual inspection of the on the shaft and handle area was performed. The tip of the sheath was intact with no anomaly. The inspection identified a kink at the side port tube. The steering mechanism and deflection test were performed. No anomaly was discovered. The lab test dilator was inserted into the sheath and retracted several times, without any friction. The dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the valve housing was intact without any issue. A syringe pressure test was conducted to measure the maximum pressure generated. The pressure recorded was within the expected range. In conclusion, the sheath failed the returned product analysis due to the kink observed on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sheath 12fcc20 flexcath contour 12f, the introducer could not be flushed and only created pressure in the syringe. Flushing of the introducer was not successful, although the dilator was inserted without any issues. A new product was then used instead. The case was completed with cryo. No patient complications have been reported as a result of this event.